Event description:
The surgeon implanted a cc4204bf collamar lens and the patient returned a couple of weeks later, complaining of poor vision. The lens was removed with no patient injury or lens damage. The surgical technician stated it probably was a refractive error. The model and lot number of the injector and cartridge were not specified by the facility. Additional information has been requested from the facility but has not been received to date.